Manufacturer narrative:
Corrected data from 06/2009 to 01/2009. Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed and indicates the risk for exposure to odor/smell and smoke is determined to be ¿low.¿ no parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil return valve was tightened to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 04/25/2016.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.